Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. (B)(4).

Event description:
It was reported that two days post placement, the hub of the drainage catheter was leaking urine in the patient's bed unknowingly during the night. As a result, the drainage catheter was replaced with another of the same device.